Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that paxgene® blood rna tube was clotting. This was discovered after use. The following information was provided by the initial reporter: material no. 762165, batch no. Unknown. It was reported customer is experiencing clotting issues with samples. Customer is experiencing collection issues with this tube. They are popping off the tops of these tubes before use, transferring reagent into another tube, adding mice blood to that and using to process. He would like to know what agents, chemicals or anti coagulants are in this tube and what is the recommended process of collection for this tube. No specific lot number nor date of occurrence are known. Informed customer that the additive is an anticoagulant and rna stabilizer. Tubes need to sit at rt for 2 hours before processing. Customer is taking the additive and putting into a secondary tube and they are trying to figure out how much additive to add to the mouse samples they are collecting. They are collecting 50-100ul of blood. He wanted to know what the additive is and how much to add to the sample. Informed him this was not best practice and this is off label use. This tube is designed to draw 2.5ml of blood and there is 5.9ml of additive in this tube.